Event description:
The reporter contacted animas on behalf of her daughter (the patient) alleging that the pump was unresponsive to button presses. The reporter also alleged that the keypad was torn off. The reporter denied exposure of the device to water.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was unresponsive to button presses. The keypad was observed to be torn off. The keypad was removed and contamination was observed under the button contacts. The button contacts were all inverted. In addition, the button contact at the contrast button location was missing.